Event description:
It was reported that the lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported that during dissecting the jaw fell off. The case was completed with another device and with no pt consequence.